Event description:
It was reported that the user experienced hypoglycemia while using the ilet system and stated the device "gave too much insulin," with no specific event details recalled and recent illness noted; user treats lows with cake icing. Symptoms included low blood glucose. Outcomes included no alarms and no medical intervention or hospitalization. Investigation included collection of user-reported information only. Investigation of this case revealed insufficient information to confirm a device malfunction or a device component issue, and the cause of hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.